Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient's body, it was noted that the stent struts were flared. The procedure was completed with another 4.00 x 28mm synergy stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us, mr, 4.0x28mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found stent strut rows 1 to 13 from the proximal end of the stent were damaged; some lifted and bent in a distal direction. The undamaged stent outer diameter is within the maximum crimped stent specification. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. A visual and tactile examination found no damage to the tip. No other issues noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient's body, it was noted that the stent struts were flared. The procedure was completed with another 4.00 x 28mm synergy stent. No patient complications were reported and the patient's status was fine.